Event description:
It was reported that during an lar procedure, the device was placed on the rectum very low in the pelvis. The device was fired and the tissue was resected, but prior to inserting the circular stapler, the surgeon checked the staple line with his finger and found a hole in the rectal stump. He is not certain whether it was a hole in the staple line or another hole. The surgeon sutured the defect by hand and completed the anastamosis as intended. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/10/2008. Information anticipated, but unavailable at this time.